Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Customer said the bearings have gone bad on the left rear wheel of this chair. The wheel is making a loud sound and feels unstable.